Event description:
Pt failed apnea test and was replaced on ventilator. Ventricular fibrillation noted on cardiac monitor. Chest compressions initiated and pt defibrillated at 200 joules. Approx 45 seconds post defibrillation flash fire noted on left side of pt.